Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that allegedly four (4) pc units 8015 were not working and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of pc units 8015 were not working and therefore, will be replaced is confirmed based on the field action. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that allegedly four (4) pc units 8015 were not working and therefore, will be replaced. There was no reported patient involvement.